Event description:
As reported to coloplast though not verified, pain-patient implanted with both aris trans-obturator tape and novasilk mesh.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device still implanted.